Event description:
It was reported that the patient presented for an MRI scan without activating MRI mode. Following the MRI scan, the implantable cardioverter defibrillator exhibited backup vvi operation and sent sound notifications. Backup defibrillation operation was not available. The device was restored through programming changes. Patient was stable.